Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2016 with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. Subsequently, during a follow up computed tomography (CT), the physician noted on (B)(6) 2016 the patient had a distal type 1b endoleak in the right common iliac artery. On (B)(6) 2016, physician implanted an ovation limb extension to seal the endoleak. The patient is in stable condition.